Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap chole, a 5mm reusable clip applier was used and it got caught on the seal and pushed the seal into the patients cavity. A grasper was used to remove the seal from the patient and a new onb11stf was opened. The product was removed from the cavity and the patient is unaffected. The seal was damaged and air also leaked from the seal.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led, an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was disengaged from the trocar and torn along the edge. The envelope seal was intact. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due to the disengaged and torn seal. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.